Event description:
Edwards received notification from the implant patient registry, that a patient with a 9600tfx 23mm sapien 3 valve, implanted in the aortic position for (B)(6) years and (B)(6) days. Underwent an explant procedure, due to unknown reasons. An edwards surgical valve was implanted in replacement. No additional details were provided.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. H3 other text: device not returned.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up. Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate patient related factors may have caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Edwards received notification from the implant patient registry that a patient with a 9600tfx 23mm sapien 3 valve, implanted in the aortic position for 5 years and 16 days, underwent an explant procedure due to calcification. Through review of the medical records, the patient presents with severe symptomatic bioprosthetic aortic valve stenosis, both surgical and viv tavr. Under general anesthesia and cardiopulmonary bypass, the patient had their tavr valve and surgical valve removed. A 23mm intuity valve was then implanted. No complications were listed. Per the pathology report, the edwards s3 valve had calcification and minimal pannus. There is no cusp tear, thrombus, or vegetations.